Manufacturer narrative:
(B)(4). Concomitant medical devices: viscoelastic used: amvisc. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's left eye due to blurry vision. A vitrectomy was performed. In follow-up, it was reported that there was an incision enlargement of 0.25mm was performed, but no sutures were used. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection at 12x magnification revealed that the lens is damaged and incomplete, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing record review for the production order (po) revealed that this serial number lens was manufactured according to specification. There is no associated deviation or non-conformity report found during the manufacturing record review for this complaint. The evaluation of the manufacturing process record did not reveal any discrepancies related to this complaint. During the manufacturing record review for this serial number, no assignable causes for the reported event were identified. A review of the complaint database did not indicate a product quality issue. The direction for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. There is no indication of a product quality deficiency. Based on the investigation, the complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.